Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation confirms the hex driver tip of the shaft is broken off. The device appears to be old and extremely worn. The reported failure can be confirmed and can be attributed to field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the distributor that prior to an acl repair that the tip of their screw and washer hex driver 2.5 mm broke off when turning the screw during dry testing of the device. The surgeon completed the procedure with another like device with no patient consequences or delay. The distributor could not provide the lot number for the device but reported that it is over 2 years old, worn, and has seen heavy use. The distributor confirmed that the device was not in the patient when the tip broke and that nothing fell inside the patient.